Event description:
It was reported that the threads on the female connector of the transfer set would not tighten adequately. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). During visual inspection of the returned device, no issues were found. Leak testing, clear passage testing and clamp function testing were performed without any issues. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for this product with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.